Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned to evaluate the report of an error 1870 code. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was started up with no issues, and an event history log, ehl, was reviewed and no evidence of the error code was found. The reported issue could not be duplicated. The downstream sensor was replaced during the investigation. No further actions were taken.

Event description:
Information was received indicating that a smiths medical pump was presenting with error 1870. There were no reported adverse events.